Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced difficult safety mechansim/needle disengagement (removal). The following information was provided by the initial reporter: catheter is resistant to removal of the stylet and grinds.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/12/2021. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received two units from lot 0060124 after initially performing a no sample investigation. Through the visual/microscopic examination, the units revealed no damage the v-clip or grip that would contribute to difficulty during disengagement. The needle disengagement test was performed. The first unit experienced slight drag but no resistance. The second unit experienced no drag or resistance. Both units successfully disengaged and the needle assemblies decoupled from the catheter and extension line assemblies. The units were dissected and no damage was observed to the cannula or the retaining washer. The inner dimension of the washer and the outer dimension of the cannula were measured; both were found to be within specification. Based on these results, bd was ununable to confirm the reported defect. Preventative maintenance and in process sampling/testing are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
H6: investigation summary: the reported defect could not be refuted nor confirmed as the picture provided for the investigation did not contain any details pertaining to the event description. Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced difficult safety mechansim/needle disengagement (removal). The following information was provided by the initial reporter: catheter is resistant to removal of the stylet and grinds.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced difficult safety mechanism/needle disengagement (removal). The following information was provided by the initial reporter: catheter is resistant to removal of the stylet and grinds.